Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the user facility did not have information on how the issue happened. The flow sensor was still functioning. The fsr verified that the flow sensor appeared to have heat damage on the inside of the latch. The fsr replaced the flow sensor and preformed verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the inner part of the flow sensor appeared to be melted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.